Event description:
Veri site label applied to arm of surgery for verification of surgery site at 0815. Surgery delayed due to emergency surgeries. At 1715 when pt went to or for loop graft procedure, the or nurse tried to remove the site label and the skin tore. The label would not come loose without tearing skin. The original surgery was cancelled and a debridment of the label was done instead.